Event description:
Per event report, "ti lock screw 2.7 x 20mm from the darco modular forefoot system was screwed into the plate in the patient. The screw did not lock into the plate. The screw was removed and a new screw was used." No harm came to the patient.